Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
Additional information received reported the healthcare provider (hcp) did not have information regarding the patient's kidney stone history and reported that was most likely being managed by the patient's family practice doctor. It was reported they did not know exactly what caused the stones. The hcp reported they did not believe that the kidney stones were caused by or associated with the patient's infusion therapy. If additional information is received, a follow-up report will be sent.

Event description:
It was reported the patient was in the hospital due to kidney stones. The patient reported the hospital stay was not related to the pump and he was in the hospital because of kidney stones. It was noted the kidney stones were pre-existing and he ¿gets kidney stones all the time.¿ the patient had a history of renal stones. It was further reported the one he had on (B)(6) 2014 or (B)(6) 2014 and it was ¿as big as a 50 cent piece¿ in the left kidney and they ¿placed a tube and busted it with a laser.¿ the patient had the pump refilled on (B)(6) 2014 and that was also the day that the patient had problems with kidney stones. Troubleshooting included an x-ray. It was further reported the event was attributed to the pump and programmer; however the event was not due to drug effects or programming. The issue with the pump or catheter was unknown. The patient recovered without permanent impairment. The pump was being used to deliver morphine. The cause of the event was not reported or if there was a pump or catheter issue. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.